Event description:
It was reported that a malfunction occurred with the pump displaying malfunction code "malf 24," along with a fault ID. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.